Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the ER with an infected pocket with blood and puss discharge. The patient was taken to the operating room for removal of the device. There were no complications. The patient was stable.